Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/21/2015: the device was returned to animas and evaluated by product analysis on 08/25/2015 with the following results. There is a crack in the battery compartment and audio bolus button damage. Audio bolus button cover removed; contamination present under audio bolus button contact. The display is dim.